Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, clinical symptoms (thrombosis/thrombus), in order to make a cause determination, all of the clinical details would need to be provided. The root cause of the injury could not be determined due to insufficient clinical details. Pertaining to the pump suction, the pump was not returned for investigation. Data log shows suction alarms while running at p9, around 4 hours into the case. The pump was then reduced to p-2, with persistent suction alarms for about 5 hours. The pump placement signal showed a decreasing trend during the early case run until the suction alarm resolved. Some pump flow improvement was noted after resolution of the suction alarm, and the pump was then set to p4. There was no motor current spike or positioning alarm reported during the case run. Clinical details suggest low left ventricular ejection fraction (lvef) and thrombus in the lv. Extracorporeal membrane oxygenation (ECMO) was started after the pump was implanted. The pump p-level was reduced to p-6 after ECMO was initiated, and the pump was noted to be in suction condition. The pump p-level was further reduced to p2, and blood was administered due to the ongoing suction alarm. The cause of the suction alarm was most likely related to the patient condition, based on data log review and provided clinical details. H6. Investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported that a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced device suction unresolved and left ventricle thrombus leading intervention and device explantation. The patient presented to catheterization lab for inferior st-segment elevation myocardial infarction and required intubation for respiratory distress. At this time the patient went into cardiac arrest and cardiopulmonary resuscitation along with defibrillation and pressors utilized. The decision was made to place an impella cp and started in auto. After 20min resuscitation efforts, return of spontaneous circulation was achieved. Cardiothoracic surgeon present and evaluated the patient for extracorporeal membrane oxygenation (ECMO) versus impella 5.5. The decision was made to take the patient to the operating room. Impella was flowing 3.3l at performance level p-9. Upon arrival at the operating room, it was decided to cannulate for ECMO, which slowly started up to 2.5lpm and the impella cp was turned down to p-6 in which suctioning immediately started. Albumin 250cc were given and impella flow was turned to p-2 for suction events. Pressors were turned off. Final activating clotting time was 170seconds. The patient was transferred to the unit waiting for transport to an outside facility. Once on the unit suction alarms at p-2 were noted with central venous pressure of 3mmhg. The patient was off all pressors with only albumin and amino infusing. Albumin 500cc boluses total was given and central venous pressure was now 13mmhg. One unit of packed red blood cells was administered prior to transport. Sedation medications were off. And it was still, however noted, suction at p-2 with mean arterial pressure of 110 mmhg. Impella giving 0.6l and ECMO 2.7l. Bilaterial groin sites were stable. Impella site soft without hematoma or bleeding. The patient awaited transport for continuation of care. The patient continued, however, to have suction at p-2 despite the albumin and packed red blood cells administration. With point of care ultrasound, the impella cp device was pulled back from 85cm to 86cm. The impella cp device was then able to be turned up to performance level p-4 flowing at 1.5l and ECMO flow of 4l. Bilateral groin sites were noted with no bleeding or hematoma, and doppler pulses at bilateral feet. Overnight, impella was running at p-4 and was turned up to p-8 by the next morning. Echocardiogram was completed and showed left ventricle thrombus and an ejection fraction of 5%. The impella device was approximately 4cm across the valve. The patient underwent chest/head computed tomography scan that showed an acute versus old infarction on head scan and required a magnetic resonance imaging to confirm. Computed tomography scan of the chest showed bilateral pleural effusions. The patient also had an ultrasound of the right upper extremity as pulses were lost in the right arm. Further update noted the patient woke up and followed commands. Doppler pulses were present in bilateral lower extremity. The patient had ample urine output overnight without hematuria, and bilateral groins were stable without oozing or hematoma. The impella cp device was eventually explanted without issue. The groin site was stable and the patient continued venoarterial ECMO at 3.8lpm, milrinone and therapeutic on bivalrudin. Repeat echocardiogram this day in the morning showed laminar thrombus attached to inferior apical wall remained measuring 2.1x1.4cm. The status of the patient following the event was unnoted.

Manufacturer narrative:
Patient-specific information a4: weight and a5: ethnicity is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows for the impella cp with smart assist system. Section: potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).